Event description:
During review of programming history on (B)(6) 2012, it was noted that a patient's device was interrogated on (B)(6) 2005, at unintentional settings. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.